Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels. Reportedly, the customer meant to enter 7g of carbohydrates into the pump and accidentally entered in 7 units of insulin to be delivered. Customer consumed orange juice, and stated blood glucose levels have stabilized.